Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and presented on (B)(6) 2019 with striae, meibomian oils, then on (B)(6) 2019 with erosion in the left eye (os). Topical steroid dosage was increased. Patient's chief complaint was of blurry vision. It was stated that the patient did experience a loss of best corrected visual acuity (bcva). The patient reported the symptoms are not interfering with daily activities. Debridement was performed. Bcva from (B)(6) 2019: right eye pre-op 20/20 -1.00 x -.50 x 175, left eye pre-op 20/20 -1.00 x -.50 x 170. Bcva from (B)(6) 2019: right eye post-op 20/25, left eye post-op 20/200.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.